Event description:
Caller reported that the pump quick bolus and wake button were difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to press the button effectively and decided to replace the pump. A replacement with updated software was shipped, and the customer was advised on the actions to take with the new pump. The faulty pump is to be returned to the company using a prepaid label.